Event description:
During deployment of the precise stent, the tip of the catheter dislodged. The catheter tip did not seem to have caught on anything. They tried to snare the tip out of the pt's body with traditional snares but were unable to. Several wires were used to finally snare the catheter tip out of the iliac artery into the catheter sheath introducer (csi). Once the csi was removed from the pt it was examined under fluro to confirm that the tip was inside. The procedure was prolonged approximately 20-25 minutes. Final pictures show normal flow and a fully expanded stent. The pt is fine and went home the following day. The pt was admitted to the hosp with chest pain. During the cath procedure severe stenosis at the ostium of the right external iliac artery was noted. A 10 x 60 absolute stent was placed in the right iliac. There was proximal residual stenosis and a 10 x20 absolute stent was placed. Finally, distal residual stenosis was noted and a 10x 40 precise stent was placed.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.